Manufacturer narrative:
This report is submitted on april 03,2023.

Event description:
Per the clinic, the device was explanted for unknown reasons on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 12, 2023.